Event description:
It was reported that the over-the-wire percutaneous thrombolytic device (ptd) was being used on the patient. After removing the device from the first pass, they saw the orange plastic was loose from the basket. As a result, a non over-the-wire ptd was used to complete the procedure. There was no delay in treatment and no patient complications reported. Additional information received on 5/12/2010 from the hospital stated the ptd device was being used on a graft in the patient's arm. It was noted that no sharp angles were encountered. They only have one physician that uses this over-the-wire kit and he has been using it for years. It was confirmed with the lead interventional radiology technician that there was only one attempt made with the over-the-wire device before completing the procedure with a non over-the-wire ptd. It was also confirmed that only one ptd device failed with this patient. The nurse had no further details.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.